Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge or boot due to the call tech support error. Down loaded receiver load and no issues were found related to customer complaint. Functional testing and manual drop test was unable to be performed due to call tech support error. Pen receiver case for internal inspection and pas. Measure the speaker resistance. Speaker resistance with specification. The reported event of an intermittent audio output was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.